Manufacturer narrative:
The customer complaint of a depleted battery was not confirmed or replicated since no device was returned for investigation. The source device was not returned for investigation therefore no inspection or testing could be performed. If the pcu device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for 16 hours. Leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. When the battery has been out of use for one or more months, it will not have full capacity. Battery capacity may be restored by performing the battery conditioning test (fast or optimal conditioning) in maintenance mode. See bd service bulletin 592a for additional details. Some temporary reduction in capacity may occur if the battery is partially discharged repeatedly. Battery capacity may be restored by performing the battery conditioning test (fast or optimal conditioning) in maintenance mode. See bd service bulletin 592a for additional details. Bd recommends that the pcu battery is replaced at a minimum of every 2 years. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that there was a depleted battery issue.